Manufacturer narrative:
The insulin pump passed the functional tests, including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer was hospitalized and the blood glucose reading was over 600 mg/dl. Customer received a no delivery alarm.